Manufacturer narrative:
The device was not returned and could not be evaluated. It was not retained by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
The manufacturer was made aware on (B)(4)2017 of an incident that occurred on (B)(6)2017. It was reported by the customer that on (B)(6)2017 there was an insertion of intra-aortic balloon (iab) through the left axillary. On (B)(6)2017 there was a central lumen clot. On (B)(6)2017 the first iab was removed. On (B)(6) there was a second iab inserted at the same site of the first.. On (B)(6) patient experienced episodes of numbness to l extremity . CT revealed a clot on iab catheter. On (B)(6)2017 @ 1315 blood noted in tubing. Iab catheter clamped and removed at 1435. Patient lost pulses and subsequently went to surgery for repair. Both iab catheters were connected to arrow autocat iabps. There was no injury or harm to the patient due to the first insertion.